Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 600cc mentor smooth round moderate plus profile on (B)(6) 2009 and was presented with right side breast implant deflation and breast pain postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient will undergo bilateral removal and exchange on (B)(6) 2020. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d7 explantation date has been updated to (B)(6) 2020. - field h6 patient code "no code available" has been added - field h6 method code has been updated to "device not returned" manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/3/2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/29/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The paperwork received with the device indicated that the date of explant was (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/9/2020, mentor became aware that conclusion code "cause not established" was inadvertently not reported in the previous initial submission. Hence, the code has been added to field h6 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/8/2020, mentor became aware that the due date in the previous submission (follow up number 2) was mistakenly reported as (B)(6) 2020. It should be (B)(6) 2020. Manufacturer¿s reference number: (B)(4).